Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that the patient was hospitalized for an lvad replaced for hemolysis and was brought back to the operating room (or) on the next day due to hemoperitoneum from splenic capsule tear, brought back to or a third time also for re-exploration of abdomen due to increasing girth, only serous fluid found, no bleeding and wound vac was placed and wound left open, finally brought back to or four days later for abdominal wound closure. Bleeding occurred post operatively, as large amount of dark old blood completely filled the abdomen, at least a liter was drained. No bleeding identified from abdominal wall where driveline was removed. There was no visible bleeding from bowel or omentum. There was a small capsular tear at the inferior pole of the spleen that was suspected to be due to an omental adhesion from up by the spleen to the anterior wall by where the driveline was. This was the only source of bleeding seen. After attempts to stop bleeding with surgical was unsuccessful the spleen was removed. It wat stated that the patient had ventricular arrhythmias post operatively, but was moving all. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding and cardiac arrythmias are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the site that the patient was hospitalized for an lvad replaced for hemolysis on (B)(6) 2014, and was brought back to the operating room (or) on (B)(6) 2014 due to hemoperitoneum from splenic capsule tear, brought back to or a third time also on (B)(6) 2014 for re-exploration of abdomen due to increasing girth, only serous fluid found, no bleeding and wound vac was placed and wound left open, finally brought back to or on (B)(6) 2014 for abdominal wound closure. Bleeding occurred post operatively, as large amount of dark old blood completely filled the abdomen, at least a liter was drained. No bleeding identified from abdominal wall where driveline was removed. There was no visible bleeding from bowel or omentum. There was a small capsular tear at the inferior pole of the spleen that was suspected to be due to an omental adhesion from up by the spleen to the anterior wall by where the driveline was. This was the only source of bleeding seen. After attempts to stop bleeding with surgical was unsuccessful the spleen was removed. It wat stated that the patient had ventricular arrhythmias post operatively, but was moving all extremities but has not woken up as of today. It was stated that the patient was off all sedation for few days. The CT scan of head was negative for acute event thus far. No additional information available.